Event description:
The pt's cardiac status at time of procedure was stable angina. The pt had 1 endeavor rx drug-eluting coronary stent implanted to the distal right coronary artery (rca). The pt was asymptomatic 30 day, 6 month, 1 year and 1.5 year f/u. Approx 2 years post index procedure, revascularization (ptca) was performed at the mid and proximal rca. One stent was implanted to the mid rca and two stents implanted to the proximal rca. Indication for revascularization was positive history or recurrent angina pectoris. The investigator indicated that it was no assessable whether the revasc was related to the study stent. The pt experienced chest pain shortly after the elective pci procedure with st-elevations on the ECG. A non-q-wave mi was diagnosed; location of the infarction was inferior. The investigator did not indicate whether the mi was related to the study stents. One week later, at 2 year f/u the pt was asymptomatic.

Manufacturer narrative:
(B) (4). Eval: results: (revascularization and myocardial infarction).